Event description:
During a hand assisted gastric bypass, the third time the doctor opened the lap disc, the upper ring came off in his hand. The rubber sleeve between the upper and middle ring tore. No pt consequence.